Manufacturer narrative:
(B)(4). The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted.

Event description:
The clinic reported that a laser vision correction patient had surgery on (B)(6) 2016 and presented on (B)(6) 2016 with bilateral uveitis. It was reported that symptoms are not resolving with treatment. Surgeon also reported that due to nature of condition and presentation it is not believed to be related to lasik. The topical steroid dosage was increased an oral steroid was prescribed (medrol dose pack). It was stated that the patient had no loss of best corrected visual acuity (bcva). The patient complained of red and sore eyes, blurred vision and discomfort. Patient reported symptoms are not interfering with daily activities. Bcva from (B)(6) 2016: right eye pre-op 20/20 -6.50 x -.25 x 47, left eye pre-op 20/25 -1650 x -.50 x 172. Bcva from (B)(6) 2016: right eye post-op 20/20 .00 x .00 x 90, left eye post-op 20/20 .00 x .00 x 90.